Event description:
During service by baxter, defective user interface module printer circuit board (uim pcb) was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 13, 2007. Evaluation summary: evaluation was performed and the condition of defective uim pcb was confirmed. Inspection of the pump revealed defective user interface module printer circuit board (uim pcb) caused failure code 703:00. The uim pcb was replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.